Manufacturer narrative:
A ge service rep performed an onsite investigation. The cards and cables connecting to the dicom box were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.